Manufacturer narrative:
The pod was received with cannula fully deployed. Inspection of the needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The pod was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The exposed portion of soft cannula was found to be bent. It could not be determined when this damage to soft cannula occurred. Pod download data showed an 0x29 (41) alarm generated and it is an auto deactivate safety feature of the device. The alarm indicated alert 0 had transitioned to alarm. Alert 0 is used as auto-off alert which is intended to force the user to communicate with the pod within a certain time interval set by the user. Generation of the alarm stopped the delivery of insulin.

Manufacturer narrative:
The device has not been returned/received to date. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose level reached 24 mmol/l (432 mg/dl), while wearing the pod between 1 and 4 hours on the leg. It was noted that the cannula dislodged from the site. As treatment for the hyperglycemia, a new pod was applied.